Manufacturer narrative:
Tracking #.47716. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the ems stapler jammed and did not fire properly. Another was opened to complete the case. There was no consequence to the pt.